Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gast rointestinal/ pelvic floor. It was reported that they used to be able to feel the stimulation sensation when they touched the stimulator but not anymore. Reviewed patient will need to charge the external devices before they can connect to the implant. The patient was directed to charge the external devices and call back later this afternoon. Pt called from registered number and said they will have colonoscopy tomorrow, they have charged the handset and wanted assistance to use it to turn therapy off. Worked with pt to start up the handset and pt said they had plugged the communicator in and the light showed green, so did not leave it plugged in. During the call pt plugged it into power, removed the cord and when they pressed the button there was no light,. Pt confirmed they had not recharged the communicator. Recommended pt allow it to charge and pt could call back for further support. Repeated they used to be able to feel stim with their hand when they touched the device with but can't anymore so they suspect the ins battery has died. Patient called back and stated that they have charged the tm90 for two hours and were wanting assistance connecting to the handset. The caller stated that there are no lights on the tm90 when they unplug it from the charging cable. Pss redirected the caller to the hcp to further assist.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID tm90g0 (serial: (B)(6)); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.